Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. Corrections: d1, d2, d4, g5. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse had to significantly manipulate the foley catheter in order to have it flow into the collection bag. The patient stated she felt full, and after manipulation 400 ml of urine was emptied into the bag. The foley was then removed.

Event description:
It was reported that the nurse had to significantly manipulate the foley catheter in order to have it flow into the collection bag. The patient stated she felt full, and after manipulation 400 ml of urine was emptied into the bag. The foley was then removed.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential failure mode could be ¿blocked lumen¿ with a potential root cause of ¿incorrect eye formation¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse had to significantly manipulate the foley catheter in order to have it flow into the collection bag. The patient stated she felt full, and after manipulation 400 ml of urine was emptied into the bag. The foley was then removed.